Manufacturer narrative:
Patient #1 is a (B)(6) male. Patient #2 is a (B)(6) male. Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) calibrated the incubator belt and tested the vacuum system with no issues noted. The fse performed a high sensitivity system check which generated results which passed within instrument specifications. The fse performed preventive maintenance activities on the instrument. The fse performed volume checks and a routine system check which both generated results within instrument specifications. Finally, the fse also performed a ten replicate precision test for all three assay quality control (qc) levels. All qc testing passed within the precision specifications of the assay. Upon completion of the necessary maintenance and verification activities, the instrument was returned back into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2012-00040, 2122870-2012-00124.

Event description:
The customer reported that higher than expected and/or imprecise prostate specific antigen world health organization standard (psa-who) results, within the normal reference range, were generated on an access 2 immunoassay system for multiple patients on two days. This report is represents the imprecise psa-who results for two patients generated on (B)(6) 2011. The customer reported the involvement of three patient samples, however beckman coulter inc. Assessment of customer supplied data indicated that one of the patients possessed initial and repeat results which were both reproducible and with the precision claims of the assay and therefore were not considered erroneous or imprecise. Beckman coulter inc. Assessment of customer supplied data indicated that for two patients, the initial and repeat psa-who results were within the normal reference range, however collectively were outside the assay's stated precision claims. The initial psa-who results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in serum tubes with gel separators and were stored frozen. Prior to analysis, the samples are thawed and aliquoted into 13x100mm tubes. The samples were centrifuged at room temperature prior to testing. The samples were full draws with no evidence of fibrin. Instrument psa-who quality control results were within the customer's established specification during the timeframe of this event. A system check performed prior to event passed within instrument specification. There were no errors posted to the instrument event log.

Manufacturer narrative:
Additional information: further investigation at beckman coulter customer product line support (cpls) laboratory indicated the cause of the erroneous patient result was due to sample contamination, through the use of transfer pipettes which had been likely contaminated with free prostate-specific antigen (psa)-containing agents, such as a quality control (qc) material or calibrators. It was noted the pipettors used were not beckman coulter, inc. Manufactured products. The mechanism of transfer pipette contamination is unknown.